Event description:
On (B)(6) 2012, the patient reported animas stating that on (B)(6) 2012, he experienced a blood glucose (bg) value of 1.0 mmol/l and was hospitalized. The pump reportedly emitted a "loss of prime" warning; the patient reportedly primed 1 unit of insulin via the pump while still connected. The patient was reportedly treated with a glucagon shot given by the emergency medical staff (ems). Customer support (cs) advised the patient never to prime the pump while still attached. The patient was reportedly unaware that he was supposed to disconnect from the pump prior to priming it. The patient reportedly was taking aspirin preventative for angina and was insulin sensitive. This complaint is being reported due to the allegation that the patient experienced a hypoglycemic while using insulin pump therapy. Use error contributed to the reported event as the patient performed the prime step prior to disconnecting from the pump.

Manufacturer narrative:
Use error contributed to the reported event as the patient was performing the prime step while still attached to the device. The user guide instructs users to disconnect from the infusion set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process. The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the patient reported being attached during prime. During testing the pump displayed to appropriate warning "be sure set is disconnected from your body. Then select continue". A 29 hour flow accuracy test was performed on the pump and the pump was found to be delivering within specifications.